Manufacturer narrative:
The field service tech removed and replaced the power plug and put the unit back into service.

Event description:
The field service repair tech inspected the unit and noted that the power plug was arcing with false contact. There was no pt involvement and no adverse consequences reported.